Event description:
The vns patient¿s generator and lead were returned to the manufacturer with documentation indicating the device was from a mortuary. Follow-up revealed that the patient had passed away prior to (B)(6) 2013. Analysis of the returned generator found the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the returned lead portion found no anomalies were identified in the returned lead portion other than typical wear and explant related observations. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation cannot be made on that portion of the lead attempts for additional relevant information were made but have been unsuccessful to date.